Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead received six appropriate shocks in hospital prior to a percutaneous coronary intervention (pci). When the patient's device was interrogated, a code 1005 was observed, indicative of high out-of-range shock impedance measurements greater than 145 ohms. The shock impedance trend shows a gradual increase over the past couple of years. Technical services (ts) indicated that the decision to replace the lead or maintain the current system with ongoing monitoring is at the discretion of the physician. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the patient with this right ventricular (rv) lead received six appropriate shocks in hospital prior to a percutaneous coronary intervention (pci). When the patient's device was interrogated, a code 1005 was observed, indicative of high out-of-range shock impedance measurements greater than 145 ohms. The shock impedance trend shows a gradual increase over the past couple of years. Technical services (ts) indicated that the decision to replace the lead or maintain the current system with ongoing monitoring is at the discretion of the physician. No adverse patient effects were reported. This lead remains in service.